Event description:
An elderly female underwent a colonoscopy which was indicated for history of colonic polyps. During the procedure, the biopsy forceps would not cauterize. The cautery unit was checked and reconnected without being able to cauterize. New biopsy forceps device was utilized and the physician was able to successfully use the biopsy forceps without difficulty.======================manufacturer response for biopsy forceps, radial jaw 4 (per site reporter).======================call made to boston scientific to customer complaint department. Product will be returned for manufacturer investigation according to manufacturer instructions.